Manufacturer narrative:
Reported event was unable to be confirmed as the device was not returned for evaluation. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). It is not yet indicated by the complainant whether the remaining portion of the pin will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that during left knee arthroplasty, the tip of one of the femoral pins sheared off within the femoral diaphysis within the bone. The surgeon opted to leave the tip alone in the femur.